Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a deviation noted between the stylus and cursor on screen. It was also noted that the upper and lower handle were broken. The touchscreen bezel was cracked. The paper tray had missing parts and was broken and depleted of paper. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.